Event description:
It was reported that a patient could no longer feel stimulation and was voiding every two hours. The reporter stated that the patient tried increasing and decreasing the stimulation and had tried all four programs, and he was only able to feel the stimulation in his butt and it "felt like pressure." It was noted that the patient was going to contact his doctor or manufacturer representative. Five weeks later, it was reported that the patient was still having concerns regarding his device or therapy, but was working with his doctor. It was noted that an appointment was set up for (B)(6) 2012. The reporter stated that the manufacturing representative would have to be there to help when they have to put in another unit. It was reported that "this one did not work for poop." It was unclear if the reporter meant that the device did not work, or that it did not work for defecation. Three weeks later, it was reported that the cause of the event was that the device stopped working. The reporter stated that there was a break in the lead, and the leads would be replaced on (B)(6) 2013. It was noted that there was no hospitalization. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 3889-28 lot# va006qs, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).